Event description:
Failure to alarm a home health nurse called me to ask why a renasys go pump hadn¿t been picked up by apria and that it was holding up the patient from getting started on npwt with the kci vac. The nurse said the physician in the wound clinic wanted to switch the patient to kci because he experienced issues with the pump not triggering a leak alarm when the dressing was lifted. After following up with the wound clinic, the wound care nurse confirmed that the patient came in with a gauze dressing that was lifted and that the pump was not alarming. She said the patient had said when he was sitting at home he would shift (coccyx pressure ulcer) and hear the dressing compress, which he believed indicated that it didn¿t have a seal previously and wasn¿t compressing. This happened repeatedly over the course of the previous weekend. The patient said the pump didn¿t alarm at all throughout this time.

Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. Fei no: (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys go npwt device.